Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and a dislodgement occurred. The 90% stenosed lesion was located in the severely tortuous and moderately calcified right internal mammary. A taxus stent was placed distally. The physician then attempted to place a taxus express2 3.0x8mm drug eluting stent. While trying to make a 90 degree curve just outside the guide catheter, resistance was met and stent struts were lifted. The physician was pulling the stent delivery system back into the guide catheter when the stent came off the balloon into the guide catheter. The device was removed with no patient complications. The procedure was ended at that point. Patient status was satisfactory.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.